Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator went into backup vvi mode following a magnetic resonance imaging (MRI) scan in which the device had not been put into MRI mode prior to scan. Hv therapies were disabled during backup mode. The device was able to be reprogrammed. The patient was stable and asymptomatic.